Event description:
Boston scientific received information this implantable cardioverter defibrillator was emitting beeping tones. Upon interrogation, a red warning screen appeared that stated a device fault had occurred. Device print-outs and memory download were sent to a boston scientific technical service consultant for review. The print-outs and memory download were reviewed and it was determined that the device had permanently reverted to its fallback mode with limited functionality. This device had 2 crc failures possibly due to memory corruption that caused the device to enter fallback. Device replacement was recommended. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the error message observed clinically was reproduced in boston scientific's post market quality assurance laboratory. Memory review confirmed that the device underwent a reset which resulted in the observed error message. Following the reset, the device reverted to a safety mode; this mode allows for single zone pacing and defibrillation therapy, despite limited programmability. This device performs regular self-checks and has the capability to detect and often fix "flipped bits" or other minor corruption. If the degree of memory alteration in certain critical areas is beyond the capability of our self-correcting algorithms, the device invokes a read-only memory (rom)-based operating mode, referred as "safety mode". This mode insures that the patient is protected with basic pacing and defibrillation therapy during an arrhythmic event.